Event description:
A cartridge change error was reported by the customer with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who instructed them to inspect and clean the pump and cartridge components. After following these instructions, the customer successfully loaded the cartridge onto the pump and resumed their insulin therapy.